Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No enough information was provided from the reporter to properly complete an investigation. Additional information has been requested by phone, fax, and mail on (B)(4) 2012 and (B)(4) 2013. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noted a pt that had white material across the center of the optic. The surgeon felt the event was caused by a lens/cartridge interaction. At the pt's one week postoperative visit, his vision was 20/400. The pt was being treated with anti-inflammatory drops. Additional information has been requested. There are two medical device reports associated with this event. This report is for the cartridge.